Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3550-39 lot# n391654, implanted: 2013 (B)(6); product type accessory product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the device was explanted because stimulation is causing a rash on the patient¿s legs. It was noted that at the time of the report the patient was alive with no injury.

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial #(B)(4), showed no significant anomalies and passed final functional testing. Good, stable out was seen on electrode pairs as received. Analysis of lead model 39565-65, serial/lot # (B)(4), showed no significant anomalies and had acceptable continuity with no shorts seen between circuits.

Event description:
Additional information received reported that the cause of the event was due to the patient feeling like the device was burning her privates. It was noted that the implantable neurostimulator, lead and anchor were explanted. Hospitalization was required due to the event. It was noted the health care professional doubted the device was associated with the symptoms. It was noted the device was explanted at the patient¿s request.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seeing a health care professional (hcp) about getting the color back in her skin. The patient was burned from the back all the way to the front.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's stimulator burned her. Approximately 1.5 months after the implant, the patient looked at her skin and noticed it was black and wrinkled in the area between her legs, around the side and on top of her behind and her elbow. The patient had her device explanted on (B)(6) 2013. The patient did not know exact dates. The patient was given medication to get her skin color back, although it wasn't doing anything for the wrinkles. This treatment was started in (B)(6) 2014. The patient knew it was related to the device because it started after she was implanted and stopped when she had it removed. The patient had pictures of this and the physician also took a picture of it. The patient was just looking at her body one day and noticed it. The patient broke out and went to the emergency room (ER) and they didn't do anything.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.